Event description:
The recipient reportedly experienced poor performance. The recipient was an inconsistent user of the device due to lack of benefit. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient will not be reimplanted.

Manufacturer narrative:
The recipient elected for revision surgery despite device testing within normal limits. The recipient has reportedly recovered. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed, as well as sliced silicone to the top cover. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.